Event description:
User received false positive troponin t results for two patient samples. Sample 1 original result generated was 1.233 ng per ml. Per laboratory protocol, the test was repeated. It was run three times and generated results of 0.032 ng per ml twice and 0.033 ng per ml once. The result of 0.032 ng per ml was reported.

Event description:
User received false positive troponin t results for two patient samples. In 2009, sample 2 original result was 0.114 ng per ml. The test was repeated and generated results of 0.087 and 0.083 ng per ml. The result 0.083 ng per ml was reported.

Manufacturer narrative:
The field service representative could not find a cause and noted he visually verified the sample integrity. He did not observe any mechanical abnormalities that would have resulted in improper handling or processing of the sample. He performed a 20-sample precision check to verify consistent reporting of the assay. He ran calibration and qc testing of the assay to verify results were within system specification.

Manufacturer narrative:
The field service representative could not find a cause and noted he visually verified the sample integrity. He did not observe any mechanical abnormalities that would have resulted in improper handling or processing of the sample. He performed a 20-sample precision check to verify consistent reporting of the assay. He ran calibration and qc testing of the assay to verify results were within system specification.